Manufacturer narrative:
H11: the catalog number identified in section d4 has not been cleared in the us but is similar to the fluency plus vascular stent graft that are cleared in the us. The pro code and 510 k number for the fluency plus vascular stent graft are identified in d2 and g4. Manufacturing review: based on the information available a definite root cause for the reported event could not be determined. However, the lot history records of this lot were reviewed with special attention to the manufacturing and inspection of this product and the product was found to have met the specification prior to shipment. Investigation summary: the delivery system sample was not returned for evaluation but provided photos shows the stent graft partially deployed which leads to confirmed results for partial deployment. There were no indications of manufacturing deficiencies. In this case, it was reported that there was no difficulty either passing the guidewire or accessing the target, the path was not bent, a 6f introducer was used with 0.035 guidewire for access, the lesion was pre dilated and the there was no calcification. A manufacturing root cause was considered. Based on provided photos, the investigation is closed with confirmed results for partial deployment. A definite root cause for the reported event could not be determined. Labeling review: in reviewing the relevant labeling, it was found that the instructions for use (IFU) sufficiently address the potential risks. The IFU states: if excessive force is felt during stent graft deployment, do not force the delivery system. Remove the delivery system and replace with a new unit. Regarding preparation of the device the IFU states: prior to loading the delivery system over a guide wire, both ports must be flushed with sterile saline to eliminate any air bubbles that may be trapped in the inner catheter lumen and/or the stent graft lumen. Flushing these lumens will also facilitate stent graft deployment. Regarding materials, an appropriate introducer sheath and a 0.035 inch (0.89 mm) diameter super stiff guidewire are required for the procedure. The packaging pictograms indicate an introducer size of 8f and a 0.035 guidewire. It is stated in the IFU that pre dilatation of the stenotic lesion may be performed prior to stent graft deployment at the discretion of the treating physician. Section a through f: the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2026, a patient underwent stent placement procedure using fluency plus for lower extremity arterial occlusion. After the stent was delivered into the body, it was found that the stent could not be deployed by retrieving it. After retrieving it from the body and flushing it, the stent still could not be deployed. Further, misfire was noted. Subsequently, a stent of the same model was replaced and implanted. There was no reported patient injury.